Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 490 mg/dl at the time. The customer declined troubleshooting for high blood glucose. The customer also reported that the battery cap was not making a good connection with the battery. She changed the battery but was unable to get the insulin pump to turn on. The insulin pump will not be returned for analysis.